Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response on act button due to corroded keypad traces. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump alarmed button error. Customer stated that the device seems to be functioning but confirmed that it has been exposed to sweat. Blood glucose reading 102 mg/dl. Nothing further was reported.